Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to an oversensed atrial arrhythmia. The shock induced ventricular fibrillation (vf) which was successfully converted with subsequent shocks. An x-ray was performed and the tip of the electrode appeared to be close to the right atrium. The vector was reprogrammed to primary to mitigate the oversensing. No adverse patient effects were reported.